Manufacturer narrative:
(B)(4).

Event description:
Procedure: open incisional hernia repair. According to the reporter: customer reports that mesh was implanted (B)(6) 2014. The pt was discharged the next day. On (B)(6) 2014, the pt presented at the emergency department at the hospital. The pt had a hematoma measuring 14cm by 20cm. The doctor drained and flushed the wound, and stated that the "mesh looked fine". The doctor left the mesh intact, and placed a saline soaked dressing on top of the exposed tissue and ordered a tissue vac which was to arrive in 2 to 3 days. The pt was kept at the hospital. The pt subsequently presented with a loop of bowel protruding through the mesh on (B)(6) after confirmation with a cat scan and was surgically removed. The doctor stated that the pt may have "coughed", resulting in the bowel protrusion.